Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was blank. The blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. No vibrating noted. Unable to perform selftest, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display. Unit received with corroded motor home switch.